Event description:
It was reported that pump experienced malfunction while customer was at pool, although customer denied pump being dropped, getting wet, or exposed to humidity, and specific malfunction code were displayed. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to wait until returning home to perform reset due to lack of charging supplies. Ultimately customer confirmed they were able to reset the pump on their own and resume insulin therapy.